Event description:
It was reported that, "during final cup impaction of an adm cup, the ball impactor tip broke in two pieces." There were no adverse consequences to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.